Event description:
The customer took insulin prior to going to bed. Customer had a low blood episode. Customer believes the device may be giving false high results. Paramedics were called and the customer was given glucose IV and food. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.